Event description:
The customer reported the main tower went out. The field engineer noted that the system would not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the single board computer coin battery and adjusted the 5 volt power supply. The system operates as intended.